Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. There was no needle strike mark on the posterior foot. During investigation, the plunger was reinserted to test the needle trajectory, needle depth and push mandrel travel and the results were acceptable. The most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. Based on the analysis of the device and the inspection criteria, the reported cuff miss experience appears to be related to the operational context during use of the product. No manufacturing or quality issues were detected. The needle trajectory of each device is checked twice during the manufacturing to assure that all products perform according to specifications. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the perclose proglide device, attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the device failed. The method used to achieve hemostasis was not specified. There was no adverse patient sequela reported. Though requested, no additional information was provided.